Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their belt clip broke. They also said that, about a month prior, their pump alarmed no delivery. She said that she is unable to troubleshoot. The customer said that the alarm did not occur during manual prime and that the event was resolved by a complete set change. She does not have the product in question to return. The customer mentioned that because of a bent cannula, on (B)(6) 2017, she did have a blood glucose of 435 mg/dl and she treated with 10 units per a manual injection. She said that she then ate dinner, gave a bolus and then took her blood glucose 30 minutes later and it was within range. The customer mentioned that she had another bent cannula on (B)(6) 2017. The insulin pump, the infusion set and the belt clip will not be returning for analysis.